Event description:
It was reported that: "when connecting the blade to the laryngoscope handle, the light was flickering with low intensity. The blade was replaced with success." No patient injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
Qn# (B)(4). Manufacturer conclusion: "failure could not be confirmed because actual complaint device is not available for physical investigation to determine the actual root cause. The device history record for lot code 2108341 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification."